Event description:
It was reported that the mx40 has a speaker malfunction and will not produce any audio. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the mx40 has a speaker malfunction and will not produce any audio. The device was not in use on a patient at the time of the event, there was no patient involvement. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The issue is confirmed. The speaker has been replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.